Event description:
The customer reported that the insulin pump alarmed weak battery and failed battery test. Customer stated he got weak battery alarm for 2 weeks. Troubleshooting was done. Customer's blood glucose was 188 mg/dl. Replacing the insulin pump due to customer believes that it was the insulin pump that was causing problem. No further information provided.

Manufacturer narrative:
Insulin pump received with normal operating currents. No failed battery test alarm and weak battery alarm noted. Insulin pump had a slightly corroded battery tube. Insulin pump had minor scratches on lcd window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).